Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 18 years old.(B)(4) - no code available (therapy/non-surgical treatment, additional).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cut wire tip broke off inside the patient. The tip was not visible under x-ray so a gastroscopy was scheduled later that day to retrieve the fragment. However, the physician was still not able to recover the tip. The patient was monitored, in hospital, over 48 hours with no adverse effects being reported.

Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the cut wire tip broke off inside the patient. The tip was not visible under x-ray so a gastroscopy was scheduled later that day to retrieve the fragment. However, the physician was still not able to recover the tip. The patient was monitored, in hospital, over 48 hours with no adverse effects being reported.

Manufacturer narrative:
A visual examination revealed that the working length was twisted. A functional evaluation found that the needle would not extend out of the catheter tip when the finger ring on the handle was pushed out to extend the needle. Cutting open the tip of the catheter and examining the distal end of the needle knife wire, it was found that the needle wire had broken off/ detached and the distal end of the needle knife wire appeared burnt/ blackened. The needle extension of the returned device was 0 mm indicating the needle had broken at the catheter tip with the handle fully extended. The detached/ broken off piece of needle knife wire was not returned. Based on the manufacturing specification of exposed needle knife wire, it appears that approximately 3 - 7 mm of the wire (needle) broke off/ detached from the device. The condition of the returned device (burnt/blackened end of the needle) clearly indicated that the cutting wire/ needle was activated (electric current applied). The condition of the returned unit was consistent with the complaint incident that the tip (distal end of needle) broke off/ detached from the device likely due to higher power settings or contact with scope. During manufacturing the devices are 100% inspected for needle (cut wire) integrity and extension. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.